Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged sometime after implant and the physician reprogrammed the patient to pace/sense in the right ventricle only. The lead also exhibited non-capture at maximum outputs. The patient underwent a revision procedure and this product was explanted and replaced. No adverse patient effects were reported.